Event description:
The customer alleged that she performed a control test and received a reading of 210 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.